Manufacturer narrative:
The external visual inspection revealed that the array was severed prior to receipt as well as cuts on the fantail region and damage to the epoxy header region. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical test performed. This is an interim report.

Manufacturer narrative:
Additional information: explant date, device available for evaluation?, and device manufacture date.

Event description:
The recipient was reportedly experiencing open electrodes. Programming adjustments were made, however, the issue was not resolved. The recipient's device explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed that the array was severed prior to receipt as well as cuts on the fantail region, electrode, and damage to the epoxy header region. All of these anomalies are believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires in the epoxy header region and sliced wires on the electrode lead. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical tests performed. The device failed the residual gas analysis test. The scanning electron microscopy analysis was performed to the epoxy header region to identify wire breaks. The scanning electron microscopy analysis confirmed torsional breaks. The reported complaint of open electrodes and loudness growth issues could not be verified during this analysis, which was limited in some respect due to the electrode condition. This device passed all of the electrical tests performed. However, this device had a moisture that exceeded the residual gas analysis test limit. Based on the residual gas analysis data it is believed that this device was not hermetic. This older device configuration is no longer manufactured. This is the final report.